Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of her son (the patient) and reported that the patient woke up with a blood glucose (bg) level of "20 mg/dl". At the time, the patient was reportedly groggy and shaky. According to reporter, she found an empty bag of jelly beans and believes the patient was bolusing for the candy that was eaten during the time of concern. A total of "30.4 units" of insulin was bolused from 1:00-1:49 am, the morning prior to the event. The patient reportedly administered self-treatment by eating food and drinking a soda. His bg level responded to "70 mg/dl." The reported issue was resolved with troubleshooting. No issues were noted with the site/set. The pump's date/time were correct. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms and a low bg level that meets animas' criteria for a serious injury. However, the reported injury can be attributed to possible use-error since the patient was reportedly bolusing while eating candy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011; the daily insulin delivery totals correctly reflected the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery defects were found. Unrelated to the complaint, the keypad was observed to have worn button symbols, the keypad was peeling, the bolus button was detached. A [peeling/detached/torn] keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The contrast and up buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.